Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a device interrogation, the lead safety switch (lss) was triggered for the pacemaker and right ventricular (rv) lead due to low out of range pacing impedance measurements of less than 200 ohms. It was noted that the lead had switched to unipolar approximately one week earlier. During the interrogation the impedance measurement was in range at 440 ohms for bipolar and 447 ohms in unipolar. Review of the patient's data found that the impedance had started to decrease three months earlier. Oversensing of noise was also seen on the presenting electrogram, however the patient is not pacemaker dependent and had an underlying rhythm. Insulation issue on the rv lead was the suspected cause, however it was not confirmed. The patient stated that awhile back he had tripped and fell while working in the yard, at that time he had broken his hip. The device was reprogrammed and the patient will be rechecked in a month or two. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed as the oversensing of noise on the right ventricular (rv) continued. During the procedure the rv lead was surgically abandoned and replaced. The pacemaker remains in service and no additional adverse patient effects were reported.